Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call.

Event description:
The customer reported that the 7700 system would not x-ray. The tube head was damaged. No pt injury was reported.